Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the event was unknown. On an unknown date, the patient was hospitalized for unknown reason. On the same day as the event onset, the patient was treated with meropenem injection (1gm, intraperitoneal, once a day, ongoing), and forzid injection (1g, intraperitoneal, once a day, ongoing) for the event. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.